Manufacturer narrative:
Product complaint #: (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot. The device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The published literature article ¿comparison of canal fill and radiolucent line formation between two fully coated, hydroxyapatite tapered stems: a 2 year follow-up after total hip arthroplasty¿ written by ittai shichman, kyle w. Lawrence, emily berzolla, carlos sandoval hernandez, rani man-el, yaniv warschawski, nimrod snir, ran schwarzkopf, and matthew s. Hepinstall published on 4-jun-2023 by archives of orthopaedic and traumatic surgery was reviewed by a clinician for adverse events. The following adverse events were identified where a corail stem and assumed depuy femoral head were involved. 9 radiolucent lines per xray review. 1 dvt requiring readmission to the hospital. 1 cellulitis requiring readmission to the hospital. 1 anemia requiring readmission to the hospital. 2 hip dislocations requiring readmission to the hospital. 3 readmission to hospital for other findings. 2 subsidence with unknown intervention. 1 revision due to periprosthetic fracture.